Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaged bd luer-lok¿ disposable syringes with bd luer-lok¿ tips were missing the expiration date and lot code on their labels. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the packaged bd luer-lok¿ disposable syringes with bd luer-lok¿ tips were missing the expiration date and lot code on their labels. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
2 samples for stopper defect, 18 label content missing and 58 empty package samples received for investigation. Based on the visual evaluation and the number of defects reported by the customer, the defects are confirmed. For the empty blister defect it is important to mention that the manufactured batch was prior to an action plan that was executed for this event, plan consisted in placing a system to verify the presence of the product in the loading area, staff awareness of the importance of ensuring that once the product has passed through the sensor is not tampered with or ensures that the incomplete package is discarded either by stopping the machine to return to generate the challenge and not leave product accumulation. The defect of stopper damage can be present during the manufacture due to the misalignment, causing the assembly of the stopper to be made improperly by deforming the stopper. A revision of the stopper assembly line will be initiated. For the defective missing label defect, there is a printing system with a container where the ink is supplied regularly, however, due to some operator oversight, this could be at the low level and start printing, additional there is only a sensor on one side of the blister, so a print presence vision sensor is being placed at the other side. DHR review shows that during the control in process, no non-conforming part was reported due to the defect reported by the client. The final batch was inspected by quality control, with satisfactory results, so the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Additionally, these are the first complaints received for the reported lot number on all three issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the packaged bd luer-lok¿ disposable syringes with bd luer-lok¿ tips were missing the expiration date and lot code on their labels. Noticed before use. There was no report of exposure, injury, or medical intervention noted.